Manufacturer narrative:
Investigation summary: bd received 2 photos from the customer in support of this complaint. A visual examination of the photos was performed the indicated failure mode of foreign matter was observed. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements based on an evaluation of frequency and severity it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was foreign matter in the tube(s) biological and non-biological.this event affected 16 tubes.the following information was provided by the initial reporter. The customer stated: "during use of the tube, black marks were found on the edge of the cap of the purple shield."